Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received containing no fluid in the bladder. To verify the reported condition, the sample was filled with water. During fill, the reported condition of a back-flow was confirmed at the fill-port. The sample was subsequently disassembled for examination. As a result, acrylic resin (0.4 mm in size) was found under the check-band. No other cause of back-flow was found during the examination. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor device was observed leaking at the fill port during filling. There was no patient involvement. No additional information is available.